Manufacturer narrative:
Evaluation was not possible as the device was not returned to the manufacturer. Without lot identification, review of manufacturing history and lot specific complaint history was not possible. A two-year complaint history review for all part numbers in the apcxxx family of slimplicity anterior cervical plates did not identify a trend for reports of this nature. Device fracture is a known risk of the procedure. Associated instructions for use (IFU) slimplicity anterior cervical plate system ((B)(4)) states under potential adverse affects: "8. Bending, loosening, fracture, disassembly, slippage and/or migration of the components" and under warnings: "2. Potential risks identified with the use of this device system, which may require additional surgery, include device component fracture, loss of fixation, non-union, fracture of the vertebrae, necrosis of the bone, neurological injury, and /or vascular of visceral injury".

Event description:
It was reported that the patient underwent initial procedure on (B)(6) 2015 utilizing the simplicity anterior cervical plating system. At approximately 10 weeks post operatively, radiographs identified that two distal locking tabs had broken and the screws were backing out. Revision was performed on (B)(6) 2015 during which the anterior cervical plate 3-level 57mm ((B)(4)) and eight screws were removed. The two broken locking tabs were also removed. The patient was fused and no new hardware was placed.